Event description:
Patient was showing hypoglycemic symtoms and started to have a seizure. Wife tested his blood glucose on suspect device and was 57 mg/dl. She gave him glucose by mouth and tested blood glucose again 10 minutes later on suspect device and was 39 mg/dl. Emergency medical technicians were called and patient was transported to hospital. At hospital, blood glucose was tested and was 212 mg/dl. He was treated with an intravenous catheter.